Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery with mild tortuosity and heavy calcification. The balance middleweight (bmw) guide wire was advanced to the lesion. The xience xpedition stent delivery system (sds) was then advanced without issue and the stent was deployed successfully. During removal of the sds, resistance was noted with the guide wire. The sds was pulled hard, but could not be removed from the guide wire. The devices were removed together. Outside the anatomy, the sds was pulled off the guide wire, and the guide wire coils became detached. The procedure was complete. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The xience xpedition referenced is being filed under a separate medwatch report.